Event description:
Access and deployment of a 28-16-120bl bifurcated device, a 34-34-80le infrarenal proximal cuff extension and a 34-34-100rle suprarenal proximal cuff extension were uneventful. There was a slight intraoperative proximal type I endoleak, which could not be resolved with balloon post dilatation. A palmaz stent was placed with good seal.

Manufacturer narrative:
Review of the lot records/work orders, prior reports. No issues were noted. Unk if pt anatomy met criteria for indications for use. Use of the palmaz stent is off-label. No conclusion can be identified at this time.